Event description:
It was reported that the peep (positive end expiratory pressure) delivered by the ventilator was higher than set. The patient developed a pneumothorax, underwent resuscitation, but passed away. The healthcare facility does not know if the difference between set and delivered peep caused or contributed to the pneumothorax. Manufacturer's ref #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
There has been no request from the healthcare facility for any examination of the subjected the ventilator. Investigation is performed using the provided information and the logs from the ventilator. According to the event log on the reported event date (B)(6) 2023, ventilation was started at 4:39 am in prvc (pressure regulated volume control) mode and the airway pressure alarm limit was set to 50 cmh2o. The peep level was set to 6.0 cmh2o with a low peep alarm limit set to 2 cmh2o and a high peep alarm limit set to 15 cmh2o. At 4:40 am alarms for high peep were generated. The measured end expiratory pressure is then above the preset or default alarm limit for three consecutive breaths. The alarms were silenced by an operator. At 4:42 am the patient was disconnected for unknown reasons. At 4:49 am an alarm for volume delivery restricted was generated. The alarm for volume delivery restricted is generated when the set volume is not attained, due to imposed restriction of the set airway pressure alarm limit. At 4:50 am, alarms for high peep are again generated and silenced until the ventilator is set to standby by the user at 4:53 am. According to the trend log, there is a first slow and then accelerating increase of the peep level. This is indicative of a clogged bacteria filter on the expiratory side of the ventilator. Further information from the healthcare facility stated that a bacteria filter of another brand was used. Additional information was requested if the filter has been checked and how long it had been in use, but no response has been received. We have no information whether a visual examination of the filter has been carried out. According to the test log, successful pre-use check was performed prior the event. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. The user¿s manual states pneumothorax as an undesirable side-effect that can appear during conventional ventilation and that during humidification, the airway pressure should be carefully monitored since increased airway pressure could result from a clogged bacteria filter. The bacteria filter should be replaced if the expiratory resistance increases or according to the instructions for the bacteria filter, whichever comes first. The conclusion is that there are no indications of ventilator malfunction during the ventilation period. The increase in peep level is most likely due to a clogged bacteria filter on the expiratory side. H3 other text : 4117.

Manufacturer narrative:
**Device related data quality updates only** a correction of fields # d1 brand name, # d4 version or model #, # d4 unique identifier (UDI) # and h4 manufacture date was required. D1 ¿ brand name: previous brand name: servo-n. Corrected brand name: base unit servo-n. D4 ¿ version or model #: previous version or model #: servo-n. Corrected version or model #: 6688600. D4 ¿ unique identifier (UDI) #: previous unique identifier (UDI) #: missing. Corrected unique identifier (UDI) #: (B)(4). H4 ¿ manufacture date: previous manufacture date: 01/28/2022. Corrected manufacture date: 01/24/2022.

Event description:
Manufacturer's ref #: (B)(4).